Event description:
Original response: outpatient was in interventional radiology for scheduled single lumen PICC line placement. The line was placed using sterile procedure without complications. Catheter tip placement was confirmed under fluoroscopy. When attempt was made to flush the PICC, the user was unable to get a blood return. The PICC was exchanged for a new PICC over an exchange wire, and upon flushing there was subsequent successful blood return. ====================== manufacturer response for PICC line, bard power PICC 4 fr singler lumen ref#3174355 lot #reug1601======================the company sales representative was contacted.